Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The medical safety officer reviewed and determined there is not enough information to exclude the impella cp pump 2 device used as an associated factor in the patient's outcome given there was intermittent suction with support. The patient expired the following day after escalation in therapy to impella 5.5. The impella 5.5 for delivery issue is reported on manufacture report number 1220648-2025-29319.

Event description:
It was reported that the decision for impella 5.5 was made on a patient with cardiogenetic shock. However, it was noted that during implantation of the impella 5.5, it was not possible to advance the device through the graft. Several attempts were made; however, they were all unsuccessful. Instead, an impella cp (B)(6) was successfully implanted. During cp support, there was intermittent suction which they increased the volume. Position was verified by echo. The patient was scheduled for a bypass and ventricular septal defect closure surgery with a 5.5 escalation. It was noted that the impella 5.5 was in direct aortic and extracorporeal life support central implanted after successful heart surgery. The patient was with open thorax on ward. Also noted was that after surgery that lactate was dropping and parameters were getting better. However, the patient ultimately expired on support. This case is for the cp (B)(6). The medical safety officer reviewed and determined there is not enough information to exclude the impella cp pump 2 device used as an associated factor in the patient's outcome given there was intermittent suction with support. The patient expired the following day after escalation in therapy to impella 5.5.

Manufacturer narrative:
The investigation of low pump flow has been completed. The pump was not returned. Data logs were not recovered. The cause of the low pump flow was most likely patient condition related due to issue resolving around the time additional volume was given and the p-level was reduced.